Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 11-apr-2024, it was reported that the patient faced an infusion set leakage at the quick release. The issue occurred with five infusion sets used for an hour or whole day. No further information was available.